Event description:
During follow-up, noise was noted on the atrial lead. Diagnostic imaging was not performed and no lead damage was observed during the explant procedure. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion of the outer insulation exposing the outer coil, proximal to the suture sleeve tie impressions, consistent with friction between the device and can. Electrical testing did not find any indication of conductor fractures or internal shorts. The abrasion may have contributed to the reported noise event.